Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. Reviews of the device history record and a customer-provided photo are pending. Additional contact: (B)(6).

Event description:
A primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm that reportedly lost an unspecified medication at the connection to an unspecified infusion pump during infusion. The customer confirmed that no harm was caused to any patient and also that it is not possible to establish a date for the event.

Manufacturer narrative:
One photo provided for evaluation showing the packaging of the device; unable to confirm the complaint of the product loses medication at the level of the pump connection from the photo provided. The reported complaint cannot be confirmed from the photo provided. The device history record was reviewed, no relevant no conformances were observed that would have contributed to this complaint. Corrected information can be found in d7a - single use device.